Event description:
It is reported that the pt was revised and the stem was found to be grossly loose.

Manufacturer narrative:
Eval summary: operative reports are provided but x-rays or any histological reports are not provided. Operative procedure suggests no complications. The implant was in vivo for around 3 years and 2 months. The compatability of the products is verified and found to be correct. Given the info available, the stem loosening may have happened due to one or combination of following factors: even though the operative report indicates that the femoral preparation conforms to the surgical technique, it is unk if the bone quality was properly assessed. Failure to properly ream the femur inline with the longitudinal axis of the medullary canal may result in varus/valgus alignment of femoral component. This is not an exhaustive list and no definitive cause can be determined. Eval: device history records indicate the component was mfg and inspected to specification. The stem was dimensionally analyzed using an optical comparator overlay and was found to be within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Zimmer, inc considers the investigation closed.